Manufacturer narrative:
The customer removed crystals at the sample probe which resolved the issue. There were no additional discrepant results reported on the architect, serial number (B)(6), after the cleaning was performed. A review of the architect (B)(6) service history identified no contributing factors to the discrepant result, nor did it identify any additional erratic, or discrepant results reported. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect part cleaned associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect, serial number (B)(6).

Event description:
The customer reported a false positive architect total b-hcg result for one patient sample generated on the architect i2000sr analyzer. The following data was provided: sid (B)(6): initial result = > 13000 miu/ml; repeat result = < 1.20 miu/ml colloidal gold method = negative. The customer¿s reference range for b-hcg: <5 for non-pregnant women 5-25 for early pregnancy 1-10 weeks from last menstrual period: 202-231000 11-15 weeks: 22536-234990 16-22 weeks: 8007-50064 23-40 weeks: 1600-49413 . There was no impact to patient management reported.

Event description:
The customer reported a false positive architect total b-hcg result for one patient sample generated on the architect i2000sr analyzer. The following data was provided: sid (B)(6): initial result = > 13000 miu/ml; repeat result = < 1.20 miu/ml. Colloidal gold method = negative. The customer¿s reference range for b-hcg: <5 for non-pregnant women. 5-25 for early pregnancy. 1-10 weeks from last menstrual period: 202-231000. 11-15 weeks: 22536-234990. 16-22 weeks: 8007-50064. 23-40 weeks: 1600-49413. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (completed sample ID). All available patient information was included. Additional patient details are not available.